Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2 implantable pacing leads, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a loose/detached set screw.

Event description:
It was reported that the patient had a couple of falls because of a neuropathy and the right ventricular (rv) lead developed a highthreshold and no capture. The rv lead was repositioned but after multiple attempts the electrical measurements were unstable so the rv lead was explanted and replaced. When the leads were connected back to the device there was trouble getting the wrench to set in the setscrew and it did not feel seated and when it was tried to be turned there was no ratchet sound. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.